Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient spefic-event. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-dec-2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry reported persistent shoulder pain described as achy, along with a sensation of the shoulder popping in and out, and a feeling of dead space. Physical therapy could not be continued due to a spinal surgery. Attempts to incorporate exercises beneficial for both the spine and the shoulder proved challenging. The patient expressed interest in resuming physical therapy for the shoulder, believing it aids in realignment. The event was noted as possibly related to the eclipse system implanted on (B)(6) 2024, with symptom onset reported on (B)(6) 2025.